Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel dissection occurred. The 70% stenosed and severely calcified lesion was located in the mildly tortuous circumflex (cx) artery. It was noted that the lesion was approximately 8mm in length and the diameter of the vessel was approximately 3mm. No prior attempt was made to pre-dilate the lesion. The ultra2 monorail cutting balloon was advanced to the lesion. Upon inflating the balloon to unspecified atms, the physician noted an approximately 50mm spiral dissection in the distal cx. The physician implanted 3 of another manufacturer's stents, overlapping, to treat the dissection with "good results". No further intervention was performed. The patient's status is reported as "fine". It was further noted that the physician felt that the ultra2 balloon may have been "too big of a balloon" and that a smaller cutting balloon should have been used.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.